Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 13, 2024. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem); d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information); h3 (updated device evaluated by manufacturer) ; h4 (device manufacture date); h6 (identification of evaluation codes 2645, 3331, 4114, 3259, 19). The affected sample was not returned for evaluation. However, a photo was provided that showed the lock plates broken and corrosion around where the lock plates should be. Due to the presence of corrosion, it was determined that improper reprocessing of the device caused the failure. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that the event occurred during other - non clinical activity; therefore, there was no patient involvement.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular a beating heart with broken thin metal parts. It is unknown when this event occurred, whether the surgery was completed successfully, and if there was a blood loss. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. *there was no delay in the procedure, the product was changed out, with no patient effect.